Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified day on (B)(6) 2011, the same day he started using it for the very first time. He informed the cca that he had trouble attempting to use meter and comprehend the instructions for use. It is unknown if the patient takes any medications to manage his diabetes and whether or not he made any changes to his usual diabetes treatment. The patient claimed at an unknown time after the alleged issue started he felt "dizzy, irritated and shaky." It is unknown if the patient received any form of medical treatment in response to his symptoms. During the initial call with customer service, the agent noted that the patient was using the meter for the first time and was using the correct test strips. It was also noted that the issue was resolved while troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.